Event description:
It was reported that, the tracheostomy tube came out when the patient sneezed while sleeping. The left neck flange was found broken, and the strap became separated. A replacement tube was required. There is no report of patient harm, serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). One tracheostomy tube was received for evaluation. A visual inspection was performed, and found that the right edge of the connector flange was cracked where the neckstrap is supposed to be tied. The reported failure mode cracked was confirmed. However the root cause is undetermined because a damaged of this magnitude would have been detected by manufacturing during the visual inspection. The malfunction is not attributed to the manufacturing process.

Manufacturer narrative:
(B)(4). The lot / serial number was not provided. Therefore, the manufacturing date is unavailable.